Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing was detected on the right ventricular lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.